Event description:
The distributor reported the device was implanted and the values were not correct. The connection was changed but the values were still incorrect. No patient injury was reported. The patient had been in transit. It is unknown if the catheter was zeroed prior to use.